Event description:
Received a malem alarm and used it for 2 weeks. Things seemed to be going ok till one night, the batteries leaked from the back and the plastic part of the alarm melted. Alarm caught fire. I was just sitting besides my daughter and she was laying in bed when this happened. She said "mommy, its burning," and started crying. I am still surprised how a battery powered product can cause so much damage. She has suffered small burns on her chest area. We went to the doctor's office and were told to report this to the FDA.